Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that patient indicated experienced dizziness, and syncope. A system check was performed and no device performance issues/malfunctions were noted. It was reported that a program check indicated an unknown medtronic lead was broken/fracture. Physician suggested lead replacement, and the patient was hospitalized. No patient complications have been reported as a result of this event.